Event description:
Pt had a cerebral bleed in the distal middle cerebral artery territory. Confirmed on CT scan. Add'l info regarding the relation between the products and the event will be requested, including current status of the pt.